Event description:
In 2006 the complainant reported seeing a doctor for tightness in the chest and shortness of breath. The doctor administered an inhaler and felt that the symptoms were due to a chemically induced allergic reaction.

Manufacturer narrative:
The administration of an inhaler by the doctor constitutes medical intervention; therefore, this incident is MDR reportable.